Manufacturer narrative:
Product ID 37642, serial# (B)(4), product type programmer, patient product ID 37085-60, serial# (B)(4), implanted: 2011-(B)(6), product type extension product ID 3387s-40, lot# v591641, implanted: 2011-(B)(6), product type lead. (B)(4).

Event description:
It was reported that a patient developed an infection at the lead. The lead was surgically explanted and replaced. It was reported that the patient was alive with no adverse event and no injury. There were no patient symptoms or injuries related to this event. No further information was provided. If more information is received, a follow up report will be sent.